Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s lip ring was broken off and the customer was holding it in with tape. The customer stated that the reservoir does lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.